Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for evaluation. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Reference MFR report(s): 1627487-2019-05768, 1627487-2019-05769 and 1627487-2019-07619. Additional information received identified the patient's surgical intervention occurred on 29 april 2019. During the procedure explant of the abbott scs ipg and both extensions was performed. The lead remained implanted and connected with adaptors and extensions of a competitor's company ipg.